Event description:
(B)(6) year old male pt underwent lumbar puncture biopsy on (B)(6) 2013. Needle conjunction broke during withdrawal. The operator withdrew the needle with forceps. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.